Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: as reported, a black stain was found on the 'guardia access embryo transfer catheter'. The procedure was complete with a new same-like device. The observation was made prior to patient contact and no adverse effects were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One guardia access embryo transfer catheter' was returned for investigation. Eye level visual inspection identified a dark spot on the transfer catheter near the tip. On closer inspection, the stain appeared to be embedded in debris. The stain could not be removed when wiped with a towel sprayed with alcohol. The investigation found that the affected component is supplied to cook from an external supplier. Cook requested that the supplier investigate this occurrence. The supplier reviewed photos of the returned device and production documentation, and concluded that the black speck appears to be burnt plastic from the plastic extrusion process. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found nonconformances related to debris/defects inside and embedded into the device material. The affected devices in the lot were identified and scrapped prior to distribution. Therefore, it is this issue affects the entire lot. A complaint history database search showed this to be the only complaint associated with the failure mode for the complaint device for lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU [t_k-j-etc2_rev1; 'embryo transfer catheter'] supplied with the device states the following in consideration of the reported failure mode: "note: one cell mea tested and passed with 80% or greater blastocyst development within 96 hrs. Usp endotoxin (lal) tested and passed with 20 EU or less per device." Review of the work order revealed passing results of the mea and lal testing. "How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile store in a dark, dry, cool place avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. The complaint was confirmed based on customer testimony and evaluation of the returned device. Cook has concluded a manufacturing deficiency contributed to the reported failure. Defect awareness training was issued for the personnel responsible for the manufacture of an out of specification device. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: (B)(6). E3: occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a black stain was found on the 'guardia access embryo transfer catheter'. The procedure was complete with a new same-like device. The observation was made prior to patient contact and no adverse effects were reported.